Manufacturer narrative:
Article website: http://stroke.ahajournals.org/content/45/1/54.full.pdf. Off label use: in this study, pipeline embolization devices (peds)were used to treat small (<10 mm) aneurysms. Per pipeline IFU: the pipeline embolization device (ped) is indicated for the endovascular treatment of adults (22 years of age or older) with large or giant wide-necked intracranial aneurysms (ias) in the internal carotid artery from the petrous to the superior hypophyseal segments. The lot history record review was not possible since the lot number was not reported. The device will not be returned for analysis as it was implanted in the patient; therefore, the event cause could not be determined. Same article as reported in MDR# 2029214-2015-00605 to report the serious adverse events.

Event description:
Medtronic (covidien) received information from the literature that balloon angioplasty was performed for optimal ped expansion in 1 patient. The expansion of the ped was documented under fluoroscopy or with additional CT angiography at the operator's discretion. Inadequate vessel wall apposition was remedied with balloon angioplasty when needed. No patient injury was reported as a result of this procedure. The authors study forty consecutive patients with unruptured, previously untreated, small (<10 mm) aneurysms treated with ped (2011-2013) at their institution were identified from a prospectively maintained database. Mean patient age was 52.1±13.7 years. The proportion of female patients was 85%. Citation: chalouhi n, starke rm, yang s, et al. Extending the indications of flow diversion to small, unruptured, saccular aneurysms of the anterior circulation. Stroke. 2014 jan;45(1):54-8. Doi: 10.1161/strokeaha.113.003038.